Manufacturer narrative:
Additional information added; d.11. Correction; d.4. The customer's report of the tubing set leaked from a hole beneath the upper fitment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. A small hole was observed in the silicone tubing below the upper fitment retainer ring. No gouge/crush marks were observed on the upper fitment. Reddish colored liquid was observed in the drip chamber and entire length of tubing. No other abnormalities were observed with the set. Functional and pressure testing resulted in leaking out of the location of the hole in the silicone segment tubing. The root cause of the hole could not be definitively determined.

Event description:
It was reported that the tubing set leaked from a hole beneath the upper fitment in preparation of an iron infusion. The customer validated that although the infusion was being prepared for administration, the tubing set was not attached to the adult patient at the time of the event, therefore there was no patient involvement or harm caused by the event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
It was reported that the tubing set leaked from a hole beneath the upper fitment in preparation of an iron infusion. The customer validated that although the infusion was being prepared for administration, the tubing set was not attached to the adult patient at the time of the event, therefore there was no patient involvement or harm caused by the event.